Manufacturer narrative:
Additional information in : UDI number,: method, results, and conclusions. The returned driver was examined. The tip of the device is deformed and the complaint is confirmed. No information was provided regarding the torque handle used with the device that could have contributed. It is also possible that repeated uses allowed the tip to weaken and failure during this use. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. The surgery was completed using an alternative plug driver. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. The surgery was completed using an alternative plug driver. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. The surgery was completed using an alternative plug driver. There were no reported patient impacts associated with this event.